Event description:
Customer reported a delivery issue with their replacement freestyle lite meter. Customer reported having a urinary tract infection and she experienced symptoms of abdominal pain. Paramedics were called and transported customer to a health care facility where she was diagnosed with severe hyperglycemia and treated with unspecified IV treatment. It is unknown if customer was diagnosed with urinary tract infection at the hospital as well. There was no report of death or mistreatment associated with this event.

Event description:
The facility reported a pump with an inoperable stop key. The reported condition was identified during bio-med service. There was no patient injury or medical intervention necessary. No additional information is available.

Event description:
Note: event date is unknown. It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an extrahepatic biliary drainage (ebd) procedure in the bile duct of a patient. During preparation, after unpacking, it was found that the inner hub was bent about 90 degrees. The procedure was completed with another rapid exchange biliary stent system and there were no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deeded a reportable event based on the investigation results; stent bent.

Manufacturer narrative:
The device has not yet been received for evaluation for "inoperable stop key". Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report. The software (B) (4) and will be categorized as a colleague 2006.

Manufacturer narrative:
(B) (4)